Event description:
It was reported that the customer received an ¿unable to proceed¿ alert during an ilet supply change, after which a guided dry run and a full supply change were completed and the user reconnected to the ilet; blood glucose at the time was 377 mg/dl and documented device problem aligned with a consecutive stalled motor event, with cartridge lot 34684, inset lot 6008546, and connector lot 34732. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified in relation to an insulin delivery motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.